Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) was confirmed. Upon evaluation, the electrode belt failed incoming testing. The cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief at the dn, breaking the solder joint on the dn connecting the rear pulse wires. In addition, the cable connecting ECG "a" and the front therapy electrode was pulled from the strain relief, damaging the j703 connector on the dn pca board. The root cause of the strained cables is excessive force. No adverse events resulted from the strained cables. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient's electrode belt had a damaged cable. A us distributor reported that the patient developed an open area on his back under the vibration box from the rubbing of the wire. The patient's nurse reported putting a dressing on the affected area and that it had started to open and that there had not been much improvement. Follow-up indicated that the wound was not improving and may have been getting worse due to the patient laying on his basically for prolonged time. The patient continued being under doctor care and addressing the wound.